Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their implantable cardioverter defibrillator (ICD) was sounding an audible alert every four hours. A remote transmission was sent to the clinic. It was discovered that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and t-wave oversensing (twos). The patient came into the clinic where diagnostic testing/troubleshooting was performed, and the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.